Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation - cath lab supervisor. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal was bending, the suture was coming off before cutting above the black line, and before being sinched down on the green tube. There was no patient injury/medical or surgical intervention required. Additional information was received on 29december2021: the procedure performed was a left heart catheterization using a 6 fr sheath. The procedure was completed by using manual pressure. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. Hemostasis was achieved using manual pressure. The procedure was completed successfully. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct sections d4 and h4 , to update section h3, and to provide the completed investigation results. Three 6fr angio-seal vip were returned for product evaluation. Assessment of the first device is as follows: the returned device included the header bag and carrier tube assembly. There was no blood-like substances on the returned device. Visual analysis was performed. The locking mechanism was set to forward lock position. The bypass tube was found to be correctly. No signs of damage or deformation were found on the sample. Analysis of the second device is as follows: the returned device included the header bag, tray, guidewire, arteriotomy locator, hemostasis sheath, polyfoil pouch and carrier tube assembly. There was no blood-like substances on the returned device. Visual analysis was performed. The polyfoil pouch was opened. The locking mechanism on the carrier tube was set to forward lock position. The bypass tube was found to be correctly positioned. Analysis of the third device is as follows: the returned device included the header bag, arteriotomy locator, hemostasis sheath and carrier tube assembly. There was blood-like substances on the returned device. Visual analysis was performed on the device. The shaft of the arteriotomy locator and hemostasis sheath were found to have a bend but were not kinked. The carrier tube assembly was mated to the hemostasis sheath and the locking mechanism was set to rear lock position. Analysis of the tip showed that the anchor was in the tip of the hemostasis sheath and a longitudinal cut on the tip of the hemostasis sheath. Functional testing was performed. The locking mechanism was reset to forward lock position and the anchor was observed to release from the tip of the hemostasis sheath. Functional testing could not be performed past this stage because of the state of the returned device. The complaint can be confirmed for device pullout. The exact root cause cannot be determined. The likely root cause is an obstruction to the anchor posting to the tip of the hemostasis sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.